Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion in ir (interventional radiology), "the soft tubing expanded and created a bubble (somewhat like a foley catheter balloon in the pump)." There was no patient harm.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Additional information provided by customer's medwatch. Conclusion field left blank - no available code for undetermined or unknown cause. Visual inspection of the received sample showed no bulge on the silicone segment, however tactile examination revealed that the silicone was weakened and strained neared the upper fitment. Functional testing was performed and no distinct bulging or ballooning occurred during priming, gravity infusion or pump infusion; no alarms occurred during pump infusion. Pressure testing resulted in ballooning at a pressure of about 11 psi. The customer¿s report of ballooning and alarms during infusion was not confirmed. The root cause for this event could not be determined.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV pump repeatedly alarming occluded; restarted IV pump. IV pump alarmed, safety clamped IV tubing and opened IV pump channel. IV tubing had a large bubble just under the blue piece that connects to the pump channel."